Manufacturer narrative:
This (B)(6) female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: 16975). The patient (patient ID: (B)(6)) had fallopian tube occlusion insert inserted and novasure for menorrhagia. The report describes a case of menorrhagia ("menorrhagia"). The patient's past medical history included menorrhagia. Concurrent conditions included menorrhagia. On an unknown date, the patient started novasure. On (B)(6) 2015, the patient had fallopian tube occlusion insert inserted. In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (laparoscopic hysterectomy). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2017, the menorrhagia had resolved. The investigator considered menorrhagia to be unrelated to fallopian tube occlusion insert and novasure. The reporter commented: essure removal was intended (in conjunction with other gynecologic surgery). Investigator considered the event definitely related to the pre-existing condition (menorrhagia). Essure was removed via laparoscopic salpingectomy and hysterectomy. During the procedure, both devices were removed (left and right sides) intact. The removal was intended due to excessive bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Most recent follow-up information incorporated above includes: on 27-nov-2017: essure removal procedure details and investigator's causality were provided. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This (B)(6) year-old female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: (B)(6)). The patient (patient ID: (B)(6) ) had fallopian tube occlusion insert inserted and novasure for menorrhagia. The report describes a case of menorrhagia ("menorrhagia"). The patient's past medical history included menorrhagia. Concurrent conditions included menorrhagia. On an unknown date, the patient started novasure. On (B)(6) 2015, the patient had fallopian tube occlusion insert inserted. In 2017, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (laparoscopic hysterectomy). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2017, the menorrhagia had resolved. The investigator considered menorrhagia to be related to fallopian tube occlusion insert. The investigator considered menorrhagia to be unrelated to novasure. The reporter commented: essure removal was intended (in conjunction with other gynecologic surgery). Investigator considered the event definitely related to the pre-existing condition and possibly related to essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.